Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional/changed and/or corrected data : e.3., g.1.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening crack, wear abrasion, and a crease fold. A leak test was performed and found an opening on the anterior and a crack opening on the diaphragm valve. A microscopic analysis was performed which identified a crack opening and a striated opening on the anterior side, consistent in the use of some surgical tool. Based on the device analysis the final assessment is: a striated opening on anterior due to surgical damage. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/15/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.